Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026 when taking off the old cannulas to do his cannula changes. The leakage was iat the site. The patient reported burn on skin which was treated by applying aloe and neosporin to the skin burns to resolve the issue. No further information available.